Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review could not be completed as no lot number was provided by the customer.

Event description:
It was reported that approximately 30mins in itu, patient stopped ventilating. It was apparent that the et had twisted at the point of the subglottic aspiration port causing an obstruction. To resolve the issue patient had to have a chest x-ray, numerous interventions and a tube change.